Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. An internal and external visual inspection was performed with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A glucose test was performed with results coming back positive. An accelerated stress test and patient sensor calibration check were performed with no issues noted. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis patient discovered a fluid leak coincident with peritoneal dialysis therapy. Immediately preceding the event, the patient had received an m31 air detected in cassette alarm during drain six of six of peritoneal dialysis therapy. The patient disconnected from the set and continued with therapy using manual supplies. Upon attempting to remove the cassette, the patient found fluid within the cassette compartment of the cycler. The cause of the leak was unknown. Upon contacting a technical support representative, the patient was advised to discontinue use of the cycler. The patient did not develop any symptoms or require medical intervention as a result of the fluid leak. The patient did not miss any treatments and was able to continue with peritoneal dialysis therapy on their replacement cycler. The cassette used at the time of the leak was not available for evaluation. Additional information was requested but was not available.